Event description:
It was reported that episodes of non-sustained ventricular oversensing due to noise and high pacing impedance were noted on the right ventricular (rv) lead. Noise was reproducible with isometric movements. The rv lead was capped and replaced on (B)(6)2023. There were no adverse health consequences, the patient was stable.